Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/25/2011 by fax and mail. Add'l info was received in a f/u phone call on 08/29/2011. A completed questionaire was received on 08/29/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was noted to have deposits on the lens following the implant procedure. The lens was exchanged. In a f/u phone call with the surgeon's surgical coordinator, it was reported the pt also had an unexpected postoperative refraction. The event resolved following the exchange procedure.